Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left circumflex artery. A 2.50mm x 12mm maverick balloon catheter was advanced for dilation, but failed to cross the lesion due to severe calcification. The balloon was inflated; however, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left circumflex artery. A 2.50mm x 12mm maverick balloon catheter was advanced for dilation, but failed to cross the lesion due to severe calcification. The balloon was inflated; however, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the returned complaint device consisted of a maverick 2 balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination revealed that there is a hole in the balloon at the distal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could have contributed to the reported event.